Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 532 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. It was reported that prior to the event the customer was having problems with the cannulas on her infusion sets bending. However, the cannula that was in use at the time of the event was not bent. The type of infusion set was not known. Nothing further was reported.